Event description:
Foley catheter easily detaches from drainage tubing, posing an infection risk for patient. Foley catheter remains in patient due to difficulty with insertion secondary to enlarged prostate.